Event description:
Procedure:seps. Reportedly, during the surgery, shredded plastic pieces of material were found in the leg. Some pieces were retrieved while others were not. This occurred on the first pass of instrument through the trocar. The surgeon continued to use the same device with no add'l pieces breaking away from the instrument. No pt injury was reported.